Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage.based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb.in addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the distal body broken, the suction channel buckled, the lg connector corroded, the nozzle gluing missing, the control body leak, the junction case leak, the water jet tube dirty, the air and the water tubes dirty, the air and the water nozzles loose, the remote control buttons disinfections damage, the bending rubber worn out, the segment worn out, the down pulley wire worn out, the left pulley wire worn out, the bending rubber gluing poor finish, and the angle wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.